Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. There was no button error alarm noted during testing. The insulin pump had cracked case at the display window corner, minor scratches on the lcd window and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 120 mg/dl. Troubleshooting for keypad anomaly was performed and customer stated that the keys are unresponsive. Customer advised when they press the act or esc button nothing happens until at least being pressed 6 times. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.